Event description:
It was reported via FDA maude report the following, while the orthopedic surgeon was drilling the second hole in the pt's tibia, the drill bit broke and was not able to be removed. It will remain in the pt.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.